Event description:
The instrument broke while inside the patient. There was no easy way to close the grasper jaws without the working element. Ultimately, I was able to use another grasper to grasp the broken wire inside the instrument to close the grasper before withdrawing the instrument.